Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that two tri-fuses that were removed from a line due to leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer returned the sets for investigation, under associated pr (B)(4). Please refer to the closure letter for that record for the investigation details. The customer complaint of leakage from the trifuses was unable to be verified in this record. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure.